Manufacturer narrative:
Concomitant medical products: cd3357-40c, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the lead exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.